Event description:
The male pt received a precise stent in the left internal carotid artery. Two days post procedure, the pt had aphasia and dysarthria and was diagnosed with cerebral hyperperfusion syndrome. Pt was in neuro intensive care for three days and was then transferred to a telemetry bed. Pt had physical and occupational therapy. Symptoms gradually subsided, and he was discharged two days later.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.